Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Event description:
Boston scientific received information that this local representative called boston scientific's technical services (ts). The local representative was contacted by the physician who reported that the device displayed a "voltage too low for projected remaining capacity" message. According to the patient, the device was generating beeping tones. The device indicated that the remaining longevity was greater than 9 years. Ts explained that the voltage alert represents an early warning indicator that the device's battery was prematurely depleting and that the displayed longevity remaining from the programmer and patient monitoring system was invalid. The local representative was informed that the device should be scheduled for replacement. Ts suggested that a save-to-disk or memory upload could be performed to facilitate the scheduling of the replacement procedure. Stored data was received and reviewed by boston scientific's engineering department. The low voltage alert was declared in (B)(6) 2013. The voltage is currently at 3.022 volts and therapy delivery is unaffected. Using historical daily battery voltage measurement data, the current appears steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The patient has been scheduled for device replacement

Event description:
--

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was explanted and replaced with no adverse event reported. The device was received at boston scientific's return product department.

Manufacturer narrative:
The available information suggests that the device remains in-service at this time. The event will be reopened if additional information is received and/or the device si returned for laboratory testing.